Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in livingston, new jersey. A livanova field service representative was dispatched to the facility to investigate the device and could not find any issue on the device. The unit was working within specifications. The drive unit was initially found to be unplugged from the panel. The driver was plugged in correctly and no issues occurred. The only way to reproduce the reported error was unplugging the drive from panel. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a centrifugal pump 5 (cp5) gave a motor control failure error message during installation. There was no patient involvement.

Manufacturer narrative:
H.10: through follow-up communication livanova learned device model and serial numbers which have been added to the dedicated d.4 section. Manufacturing date of device has been updated accordingly since it was incorrectly stated in section h.4. In addition, it was learnt that the centrifugal pump system was installed in december 2021 and no issues were detected during the installation. During the set-up for the first use, the motor control failure occurred. Taking into account that no hardware malfunctions were detected by the livanova field service technician on site and based on collected information, the most likely root cause of the reported motor control failure is an incorrect connection between the cp5 drive unit and the cp5 control panel, which has led to a disconnection of the drive unit cable from the panel, resulting in a motor control failure error.

Event description:
See initial report.